Manufacturer narrative:
The results of the investigation are inconclusive since the leads and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. The lead was capped and replaced with no resolution. The device was explanted and replaced as well; however, the impedance remained high. The newly implanted rv lead was replaced with no resolution. It was determined that the reported event is not device related as the high impedance persisted. The high impedance was determined to be related to patient physiology. Following the procedure, the patient was in stable condition. Related manufacturer report number: 2938836-2017-30560.

Event description:
The previously reported related MFR 2938836-2017-30560 was not submitted as it was determined the event was patient related and not device related.